Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris pump module smartsite infusion set was kinked the following information was received by the initial reporter with the following verbatim: it was reported by customer that the rn noted drops of fluid coming from the connection (n35-0) to regular tubing. Chemotherapy did not get on the patient. It fell to the floor. Approximately less than 5 ml were spilled. Rn noted that the tubing was kinked just after the hard plastic connection site.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint tubing kink could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.